Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous and severely calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm within 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.